Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: cyst(s): unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Anxiety: product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient has reported right side "breast pain", "learned that a recall campaign was initiated on your part". Patient provided MRI which noted "single bare microcysts up to 4mm (not device related). There is no evidence of a suspicious focal enhancement or a suspicious non mass lesion bds in the dynamic contrast-enhanced sequences. Bds. Subpectorally inserted implants. Right implant intact. No evidence of intra-implant floss inclusions, no peri-implant effusion. Several, mr-morphologically not suspicious lymph nodes, no siliconomas, are immediately adjacent to the craniodorsal implant margin on the right. No suspicious lymph nodes in the mammary stream region, bds." Healthcare provider noted "capsule sample sent to lab for bia-alcl testing." Healthcare provider provided operative report which noted "capsular fibrosis" and "right side implant appears intact". Healthcare provider also provided pathology results which reported no evidence of bia-alcl. Device has been explanted and replaced with another manufacturers device.